Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs and reproduced error by attempting to home the loader. While troubleshooting, fse found the x1 home sensor flag on the loader was out of alignment. Fse realigned the flag to the sensor and cycled the loader in mainte program with no errors. The fse performed daily check and quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A complaint history review and service history review for similar complaints was performed for serial number 11651403, from installation date through aware date. There were no other similar complaints identified during the searched period. The aia-900 operator's manual under section 12: flags and error messages states the following: [2300] s. Loader step feed failure cause: the pitch sensor s071 failed to go on after the step feed. Action: check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check s071 and the step feed mechanism. The most probable cause of the reported event is due to misaligned x1 home sensor flag on the loader

Event description:
A customer reported getting error message "2300 s. Loader step feed failure" on the aia-900 analyzer. The customer stated the loader was making a noise and will not run. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number (B)(6) , which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.